Event description:
It was reported that while advancing the intra-aortic balloon (iab) through the super arrow-flex sheath, the iab became stuck. The md stated that the iab stopped moving forward after one half of the iab was inserted through the sheath. As a result, the iab and sheath were removed as one unit. The md used another arrow sheath and a competitor iab to complete the insertion. A request was made for more information.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.